Manufacturer narrative:
Tip passed flow testing and thermistor test, but failed leak test. Service confirmed burnt radio frequency trace on the tip membrane which most likely caused the reported issue during treatment. Dielectric breakdown was observed this evaluation confirms customer ¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment. A review of the manufacturing records showed all requirements were met. No patient injury was noticed during treatment. Investigation found glowing or sparking from tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge which damages the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
A picture of the device was received and reviewed, two small punctures can be seen at the edge of the tip membrane. Device return for evaluation is requested, but not yet received. A review of the manufacturing records is underway.

Event description:
A doctors office called to report that a spark was observed during a thermage cpt treatment. The reporter noted both cheeks and right forehead were completed and treatment of left side forehead was beginning when spark was observed. There was no patient injury reported in this case.